Manufacturer narrative:
Block b3: exact date unknown, event occurred gradually over the last two years. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8436500. Model: sc-8436-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility. No device malfunction was suspected.